Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device record history reviews are not possible. Without a sample, visual and functional testing cannot be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that bubbles were seen in the infusion tubing during a vitreoretinal procedure. The surgeon removed the bubbles and completed surgery. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).